Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal reference #: (B)(4).

Event description:
It was reported that during the procedure, the physician completed dilation, curettage and hysteroscopy prior to seating the device. No abnormalities were noted. The device was inserted and the cavity integrity assessment failed. The physician viewed the cavity hysteroscopically and found two perforation marks at the fundus corners. The perforations were closed using surgiflow. There was no bowel burn mentioned. No additional details available.